Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-26941. The patient reports she is experiencing heating at the ipg site while charging. The patient was instructed to recharge more frequently and a model 3726 replacement charging system was sent to the patient which resolved the issue. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charing and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.